Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No add'l info was provided.

Event description:
The customer reported that the main plug on the stenoscop system was broken and needed to be replaced. No pt injury was reported.